Event description:
While extracting a chronic, ventricular pacing electrode of another MFR via the left subclavian, a teflon dilator inner sheath was utilized inside a stainless steel dilator because the outer teflon sheath of the dilator set could not be advanced due to fibrin within the vein. While attempting advancement of this metal over teflon dilator combination, a narrow, eight centimeter long sliver was sliced longitudinally from the teflon sheath. The pacing electrode was then extracted using the femoral route. The insulation of the electrode was found to be broken with resultant exposure and distension of the metal conductor helix. The portion of the teflon sheath was then surgically removed from the subclavian. The chest tube was inserted.

Manufacturer narrative:
File no. 1225